Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the procedure according to IFU, the physician attempted to insert the spring-wire guide into the hall part of the raulerson syringe, but the spring-wire guide was not inserted. Even though it was judged to be defective and used as a new product, the same defect occurred. It was noted; the lot number was the same. So, the physician opened up the new lot kit to finish the procedure". The associated emdr report numbers are 3006425876-2025-00162.

Event description:
It was reported that "during the procedure according to IFU, the physician attempted to insert the spring-wire guide into the hall part of the raulerson syringe, but the spring-wire guide was not inserted. Even though it was judged to be defective and used as a new product, the same defect occurred. It was noted; the lot number was the same. So, the physician opened up the new lot kit to finish the procedure". The associated emdr report numbers are 3006425876-2025-00161 and 3006425876-2025-00162.

Manufacturer narrative:
(B)(4) the customer provided one image showing two guide wire assemblies for analysis. Sign of use were observed inside the straightener from one of the assemblies. Kinking/bending is visible on one of the guide wires. The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed on the outside of the tubing. Visual analysis did not reveal any kinking on the returned guide wire. Visual analysis could not be performed on the arrow raulerson syringe (ars) as it was not returned. The guide wire length measured 604mm, which is within the specification limits of 596mm-604mm per guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory ars/18ga introducer needle. The guide wire passed with no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional analysis could not be performed on the ars involved with this complaint as it was not returned. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was not confirmed from the returned sample. The returned guide wire met all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the ars also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.